Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. Pump functioned after plugging. Unable to perform idle current test, run current test, self test, off no power test, restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify restart alarm, off no power alarm due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and has a blank display. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the display did not return to the pump before and after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.